Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.5mmx24mm, concentric, de novo target lesion with a bend between >45 and <90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment; however, the stent had difficulty to track the lesion. The physician maneuvered with additional non-bsc wire but still couldn't be tracked. The device was then removed and the mid portion of the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Device evaluate by MFR.: p elite ous mr 28 x 2.5mm, stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that some stent struts were lifted and misaligned in the mid and distal region of the crimped stent. The stent showed no signs of movement on the balloon. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual, microscopic and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 2.5mmx24mm, concentric, de novo target lesion with a bend between >45 and <90 degrees was located in the severely tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 28 x 2.50 promus elite drug-eluting stent was advanced for treatment; however, the stent had difficulty to track the lesion. The physician maneuvered with additional non-bsc wire but still couldn't be tracked. The device was then removed and the mid portion of the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.